Manufacturer narrative:
Should additional information become available for the patient a supplemental record will be filed.

Event description:
The provider states both left and right brakes are broken/not working.